Manufacturer narrative:
(B)(4). Concomitant medical products: stent: 2.5x15 rx xience alpine. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device

Event description:
It was reported that on (B)(6) 2016, a 2.25x23 rx xience alpine and a 2.5x15 rx xience alpine drug-eluting stent were implanted for treatment of an unspecified vessel. On (B)(6) 2016, the patient was rehospitalized due to malnutrition and other unspecified cardiovascular symptoms. The patient was treated with unspecified surgery. Final patient outcome is reportedly unknown. No additional information was provided.